Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was originally reported that the defibrillator tray had a conductive adhesive failure. It was clarified through investigation that the device actually experienced physical damage to a part or component not specifically called out through other coding, and an associated symptom was not provided. There was reportedly no patient involvement. The equipment was evaluated by the field service engineer(fse) and confirmed the reported problem. Originally it was reported that this was paddle pocket plates fault, which was repaired. It was clarified through investigation that the device actually experienced physical damage to a part or component not specifically called out through other coding, and an associated symptom was not provided. This case has been determined to be non-reportable since there was no death or serious injury reported, and the observed event/issue would not impact therapy if it were to recur. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported that the defibrillator tray had a conductive adhesive failure. There was reportedly no patient involvement.